Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving dilaudid 2.5 mg/ml at 1.5732 mg/day, compounded baclofen 400.0 mcg/ml at 251.72 mcg/day, and bupivacaine 30.0 mg/ml at 18.879 mg/day via an implantable pump for non-malignant pain and lumbar radiculopathy. The patient presented to the clinic for an evaluation on (B)(6) 2016 and reported weakness, sedation, and hypoxia. The week prior, patient had been started on oxygen, and the rate of medication was significantly decreased (hydromorphone decreased from 1.57 mg/day to 0.2 mg/day). Following the report of the symptoms, the pump medications were diluted with saline and the rate was decreased significantly (dilaudid to 9.00 mcg/day, bupivacaine to 1.079 mg/day, and baclofen to 14.39 mcg/day). The clinical diagnosis was intrathecal medication side effects. The event was related to the device/therapy, and was not related to the implant procedure. It was noted that the drug action that caused the event was: ¿dose was decreased.¿ (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the issue resolved without sequelae on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.